Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the returned wireless recharger (wr)(s/h: (B)(6)) revealed that the patient's complaint was confirmed. The device led's scroll continuously and the device is unresponsive. The flash read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient's external device. It was reported that the patient's recharger would not charge the implant. The patient rep stated the battery lights on the front were scrolling in rapid succession. The patient rep was instructed how to reset the recharger off and on the docking station. The issue was not resolved. A replacement wireless recharger was requested to be sent out. The patient rep was advised to keep the recharger on the dock and attached to power when not in use. They were not keeping it attached to power.